Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was initially admitted from sub-acute due to witnessed seizures. Patient was trach dependent on cool aerosol, with a history of paralysis of vocal cords, htn, gerd, ascites and cirrhosis per patient¿s medical record, trach was replaced and patient was placed on mechanical ventilator due to continuous episodes of seizures, patient was trailed on cool aerosol collar. Patient was having episodes of active seizures and was placed back on mechanical ventilator. After placing patient on mechanical vent, rcp inflated patient¿s cuff but noticed the cuff was not maintaining air and was called to bedside and a new shiley 6 flexible trach ((B)(4) was inserted. Patient was placed on mechanical ventilator with no signs of respiratory distress noted. Investigation of the tracheostomy tube was performed; trach was submerged into water and cuff was inflated. Bubbles were noticeably present.